Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, that an 8mm long bipolar grasper instrument's tip broke and was unable to be removed during surgery. The cannula had to be removed in order to remove robot arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained additional information. It was stated that no fragment felt into the patient. The site removed the trocar, the instrument, added another trocar and another instrument to complete the surgery without any patient injury or complication. The reporter was not aware of any issues with the functionality of the instrument during the surgical procedure. Also, no fragments were retrieved, nor additional surgical procedure performed to remove any fragment. No x-ray test was performed. There were no photographic images available. The instrument did not collide with other instruments during the surgical procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting that an 8mm long bipolar grasper instrument's tip broke and was unable to be removed during surgery. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm long bipolar grasper instrument was analyzed by failure "analysis" and found that the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. The instrument was broken at the distal end. Fragments from the tip of the main tube was missing and were not returned. Common causes of the broken instrument main tube are typically attributed to the mishandling. Additional observations related to customer reported complaint: the instrument was found to have a broken conductor wire at the distal clevis. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.